Event description:
It was further reported that in (B)(6) 2010, coronary angiography revealed previously deployed express 2 stents in rca; 60-70% proximal in-stent restenosis and 98% subtotal stenosis with thrombus (possible stent thrombosis) within the previously deployed stents in mid segment of rca was noted. During the index procedure, the rca was first crossed with a guide wire distally followed by attempts to pre-dilate the lesion using a 2.0 x 20 mm apex balloon; however, the balloon could not cross the lesion. In (B)(6) 2012, the patient presented during a follow-up visit with a two (2) month history of progressive dyspnea on exertion. Electrocardiogram revealed normal sinus rhythm. Cardiolite stress test was performed. The presence of the known coronary artery disease in the rca was believed to be the cause of the av block. At the time of the event, the patient was taking aspirin and study medication. Per (B)(4), the study drug was discontinued. The 80-90% in-stent restenosis of the study stents deployed from proximal to mid rca and the previously deployed express stents in the rca was treated with cutting balloon angioplasty followed by placement of a 3.0x20mm ion stent in the mid lesion. Another 3.0x16mm ion stent was deployed proximally right to the ostium. Post dilation was performed. Residual stenosis was 10%. Of note, the patient's av block markedly improved post percutaneous coronary intervention of the rca. The events of 2nd degree type 1 block and cardiac angina were considered to be resolved without residual effects. The patient was discharged on the same day on aspirin and open label effient.

Event description:
(B)(4). Same case as: 2134265-2012-06326. It was reported that post a coronary stenting treatment procedure, the patient experienced angina and restenosis. In (B)(6) 2010, the patient was diagnosed with unstable angina (braunwald classification ib) and cardiac catheterization was recommended. The target lesion was an in-stent restenotic lesion extending from the proximal right coronary artery (rca) to mid rca. The lesion was 3.0mm in diameter and 60mm long. The lesion was treated with predilation and placement of a 2.75x38mm taxus liberte stent overlapping proximally with another 3.0x32mm taxus liberte stent. Post dilation was performed. Residual stenosis was 25%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient developed 2nd degree type 1 wenckebach av block and was hospitalized. During hospitalization, the patient was diagnosed with angina. Per edc, target vessel revascularization was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).